Event description:
Lint from sterile towels: we are noticing that our or towels (sterile) have lent that has been coming off and finding it in our heparinized saline bowls and after we wipe our wires down. This can potentially cause harm to a patient while doing angio type procedures.